Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned polaris 5.5 inserter (pn lv01114) for the failure of a fractured tip. This device is used for treatment. No medical records were provided with the complaint. Inspection: the specified identity of the device was confirmed. Visual inspection revealed the tip has fractured. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Compatibility: reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. Corrective/preventive action: no corrective or preventive actions are recommended. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of a driver broke off as it was driving a screw. The tip of the driver was removed and discarded. The screw was removed and replaced with another screw. There was no reported impact on the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver broke off as it was driving a screw. The tip of the driver was removed and discarded. The screw was removed and replaced with another screw. There was no reported impact on the patient.